Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 300-458mg/dl and manual injections were administered to address the bg level. The past occlusion was resolved by changing the pump supplies. Troubleshooting was performed using the current supplies and insulin was observed exiting the cartridge tubing indicating the pump was functioning as intended. The customer reported manual injections would be used for insulin therapy.